Manufacturer narrative:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) came out of the skin during the procedure. The balloon did not seem to be fully inflated. The stopcock was locked after inflation of the balloon. There was no reported patient injury. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx was prepped according to the IFU. Saline was used during the prep of the device. There was no difficulty noted during prep of the device. The device storage did not exceed 25 °c. The device was purged of air prior to use. The deployer is mynx certified. There was no significant resistance when shuttling down. No excessive force was used or applied when shuttling down. The vessel diameter was verified to be greater than or equal to 5mm. The vessel had a little tortuosity. No unusual force was applied while retracting the sheath. No kinks or damages were noted on the sheath after device was removed from patient. There was not excessive tension applied to the device (as indicated in the tension indicator). Hemostasis was achieved by holding manual pressure for 20 minutes. The product was returned for analysis. A 6f/7f non-sterile mynx control vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2, and the sealant remained in their manufacturing positions. The sealant was exposed to blood, and swollen. The syringe was attached to the device with stopcock open. The procedural sheath was not returned. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. The inflation indicator and the balloon inflated as per mynx control instructions for use (IFU). The balloon deflated completely. No tear or leak were observed. Per dimensional analysis, the outer diameter of the balloon was found to be within the specification. Per microscopic analysis, the inflated balloon when inspected under high magnification and revealed saline residual, indicating it was prepped as per the mynx control instructions for use (IFU). The sealant sleeve and the sealant were exposed to the blood. A product history review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The device performed as expected per the IFU. Procedural factors, such as excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) came out of the skin during the procedure. The balloon did not seem to be fully inflated. The stopcock was locked after inflation of the balloon. There was no reported patient injury. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx was prepped according to the IFU. There was no difficulty noted during prep of the device. The device storage did not exceed 25 °c. The device was not purged of air prior to use. The deployer is mynx certified. There was no significant resistance when shuttling down. No excessive force was used or applied when shuttling down. The vessel diameter was verified to be greater than or equal to 5mm. The vessel had a little tortuosity. No unusual force was applied while retracting the sheath. No kinks or damages were noted on the sheath after device was removed from patient. There was not excessive tension applied to the device (as indicated in the tension indicator). Hemostasis was achieved by holding manual pressure for 20 minutes. The device is expected to be returned for analysis.